Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the reload noted that it was prefired. Functional evaluation noted that the reload fired satisfactorily. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The file will be closed as misuse of the product for the reported condition of instrument did not fire. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, before the first fire for an esophagectomy/colon interposition procedure, the surgeon felt something different in the function of the buttons; the movement of the buttons was slow. However, the device fired successfully. The surgeon then tried to fire the device with the second reload, but felt some difference again and the device did not fire. The procedure was completed with another device. There was no patient problem.